Manufacturer narrative:
A complete lead was returned in one piece measuring 52.4cm. Analysis was completed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported the asymptomatic patient presented for an implant procedure. During surgery, the newly placed atrial lead had dislodged multiple times and was attempted to be repositioned. After a few tries, the lead helix was unable to be extended. The lead was explanted and replaced. There were no patient consequences.